Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced blood glucose levels as high as 30 mmol/l with positive ketones and nausea. The reporter stated that the patient had recently lost weight and had also grown a couple inches taller but there were no other changes that would have effected the patient's blood glucose levels. The reporter stated that the pump was alarming frequently for occlusions since (B)(6) 2012 totaling 14 occlusion alarms in under a month according to the pump alarm history. Troubleshooting indicated that the cartridges were being reused two or three time before being changed and the cartridge was not being cycled appropriately. Troubleshooting also found that some of the prime amounts in the history seemed to be smaller than appropriate and the prime history indicated that the fill cannula step was not being performed. Additionally the reporter stated that the patient was having some issues with blood at the infusion site. This report is made based on the indication that incorrect preparation and use of the cartridge may have been a contributing factor to the patient's hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Troubleshooting indicated that the user was reusing cartridges and not cycling them correctly. There were also other contributing factors to the patient's event. No conclusions can be made at this time.